Event description:
Event description guidant received information that this transvenous defibrillation lead dislodged. No reported symptoms were associated with this clinical observation. The physician elected to reposition the lead, which was performed without reported complication.